Manufacturer narrative:
The vitamin b12 reagent lot number was 76986601 with an expiration date of 31-oct-2025. The fsh reagent lot number was 76631101 with an expiration date of 31-may-2025. The cortisol reagent lot number was 78776201 with an expiration date of 30-apr-2025. The folate reagent lot number was 77739801 with an expiration date of 30-nov-2025. The tsh reagent lot number was 80191101 with an expiration date of 31-oct-2025. The hcg+b reagent lot number was 79231401 with an expiration date of 30-sep-2025. The customer stated that the qc was within range for all assays. The field service engineer replaced the sample probe and flushed the procell flow path after observing turbidity in the syringe barrel. He then verified the instrument by performing precision studies and they were within specifications. The service actions (replacing the sample probe and flushing the procell flow path) resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with elecsys vitamin b12 assay, elecsys fsh assay, elecsys cortisol assay, elecsys folate assay, and elecsys tsh assay, and 1 patient serum sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e801 module when compared to a different cobas e801 module. Sample 1 (patient 1): vitamin b12: initial result: <150 pg/ml. Repeat result: 963 pg/ml. Fsh: initial result: 1.0 miu/ml. Repeat result: 104 miu/ml. Cortisol: initial result: <1.0 ug/dl. Repeat result: 7.09 ug/dl. Folate: initial result: <2 ng/ml. Repeat result: 18.7 ng/ml. Tsh: initial result: <0.01 uiu/ml. Repeat result: 1.37 uiu/ml. Sample 2 (patient 2): hcg+b: initial result: <2 miu/ml. Repeat result: 285 miu/ml. All initial results were accompanied by data flags. The physician questioned the initial results and both samples were then repeated on another e801 module. The repeat results were deemed to be correct.